Manufacturer narrative:
The returned questionnaire was reviewed by the clinical analyst, who stated the following: ¿the customer reported that the vacuum was not working. The vacuum was slow and would not phaco. The phaco handpiece heated up and caused a corneal burn. The surgeon placed 2 sutures. The facility director completed a questionnaire and noted the patient was a 79 year old male patient. The date of surgery was on the left eye. The event occurred during segment removal. The patient was not hospitalized as a result of the event. There was no shallowing or collapse of the anterior chamber. No occlusion bell was noted. The patient was given antibiotic and anti-inflammatory eye drops to be used two (2) days prior to surgery, the day of surgery, and to continue to use the eye drops until they are finished. The pre-existing ocular conditions included cataract and weak zonules. The cataract was a 4+ brunescent lens. The patient has a history of diabetes (15 years) and high blood pressure (10 years). The wound was gaping and the surgeon sutured the wound. The corneal burn did not result in corneal opacity. The corrective intervention corrected the symptoms. No further treatment or intervention is planned. In the surgeon¿s opinion the dense lens material, hard cataract, phaco power, and the vacuum/aspiration settings caused or contributed to the event. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the vacuum was slow and would not perform the phacoemulsification. The handpiece overheated and the patient experienced a corneal burn. Two sutures were placed to seal the wound. The patients symptoms have resolved.

Manufacturer narrative:
The system was found to meet specifications. However, the ultrasound (u/s) handpiece cable assembly and the u/s controller printed circuit board (pcb) were replaced as a preventive measure. The system was manufactured on april 11, 2005. Based on qa assessment, the product met specifications at the time of release. The returned ultrasound (u/s) handpiece cable assembly and the u/s controller printed circuit board (pcb) were replaced as a preventive measure. Therefore, the returned u/s handpiece cable assembly and the u/s controller pcba will not be tested. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications and the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).